Event description:
It was reported that the customer has received multiple motor error alarms on the insulin pump during basal delivery. It was also stated that the insulin pump alarmed compromised force sensor system. Customer is not able to complete the rewind sequence. The drive support cap is recessed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. No unexpected motor error alarm was noted. The functional testing could not be completed due to the loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.